Event description:
It was reported that the device was blacked out. Procedure was completed with a back-up device. No patient injury reported.

Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint that the device was blacked out. The visual inspection showed the scope to have a cracked weld, broken lenses with severe distal tip and fiber damage. This is caused by contact with another source. No manufacturing related defects were observed.